Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the ventricular tachycardia was not determined due to insufficient clinical details. The cause of the difficulty securing the integrated sheath lock to the sheath was likely use-related as it was turned to the locked position prior to attempting to lock to sheath.

Manufacturer narrative:
H1: corrected from serious injury to death.

Manufacturer narrative:
Corrected data: removed a24 from h6. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
Impella cp 10 was inserted through the 14fr low profile sheath via the femoral artery in a 70 year old male who presented in ami/cgs without incident. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Post procedure, in preparation to the ICU, the physician had difficulty with blue locking mechanism due to it being turned to the locked position prior to attempting to lock to sheath. Once this was realized, correct locking position to the sheath was obtained and the site was dressed in standard fashion. While on support the device functioned as expected for the set p level, p-9 / 3.5l/min. However, the patient experienced ventricular tachycardia storm and expired while on support. The arrythmia and patient outcome is most likely due to the patients clinical presentation of stage d cardiogenic shock.